Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 500-600 mg/dl). Moderate to large ketones were present. Boluses and pen injection were used to address bg. Cause of elevated bg was not known. As the events occurred in the past, recommendation was made for the customer to discuss the event with a healthcare provider.